Manufacturer narrative:
Follow-up #1: date of submission 01/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: during investigation, the display was found to be crooked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (display issue) issue. It was reported that the user could see the circuit board and shading on the display screen but the pump was functioning properly. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.